Event description:
Customer reported being hospitalized for high blood glucose levels. Customer stated that she had received several no delivery alarms and motor errors prior to hospitalization. Customer changed out set after alarms occurred. Md requested that pump be replaced accordingly.